Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for sensing integrity counter (sic) episodes and impedance variation. The lead had pacing impedance spikes with high/undefined impedance. The stored hr-ns episodes show non-physiologic signals on the electrogram as well as oversensing on the rv lead. Noise was seen on stored electrograms. The lead had high and increasing thresholds. The lead had a confirmed fracture. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.